Manufacturer narrative:
Failure analysis investigation of the scope was performed. Physical inspection of the scope revealed that the working channel inner was damaged around the junction of the working channel and the tip, resulting in blocked passage of the biopsy tool. The malfunction occurred after the injury and did not contribute to the injury as the biopsy tool was blocked by the working channel. Video logs were reviewed and revealed there were no user errors based on procedure recordings. The cause of the injury is due to the location of the lesion on the fissure according to the physician. The complaint is reported due to the following findings: after a galaxy-assisted biopsy procedure, the patient developed a pneumothorax with intervention of a chest tube and overnight admission.

Event description:
It was reported that after a galaxy-assisted biopsy of a lesion located at the right middle lobe, the patient developed a pneumothorax. As a result of the complication, the patient was treated with a chest tube and admitted overnight. The physician did not attribute the injury to the galaxy system and stated the lesion's location on the fissure was difficult. There was malfunction of damaged biopsy tool reported with this case occurring post biopsy. Attempts to collect all patient demographic information were unsuccessful.